Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. A mix of competitor and zb products were placed. A revision occurred approximately eight years later due to wear and osteolysis. During the revision, heterotopic ossification was noted at the greater trochanter. The zb head and liner were explanted and replaced with a mix of zb and competitor products. The complaint is confirmed based on the provided medical records. DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause is unable to be determined for the wear and osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately eight years post implantation due to wear and osteolysis. During the revision heterotopic ossification was noted at the greater trochanter. The head and liner were replaced without complications. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02430. D10: cat #: 00663001600 / femoral stem 16mm / lot #: 73950600. G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.